Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the emr connectivity; currently, in epic, during the rewarming phase in an arctic sun device, the targeted temperature was remaining at 33.5c until the patient hits normothermia and then switching over to a target temperature of 36.5c. It appeared that this target temperature was most likely not pulling from the device/csv but instead perhaps was a mistake with the epic build out. No resolution as of yet.

Event description:
It was reported that the emr connectivity- currently, in epic, during the rewarming phase in an arctic sun device, the targeted temperature was remaining at 33.5c until the patient hits normothermia and then switching over to a target temperature of 36.5c. It appeared that this target temperature was most likely not pulling from the device/csv but instead perhaps was a mistake with the epic build out. No resolution as of yet.

Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wifi unable to communicate patient data. However, there was insufficient information to confirm this potential root cause. It appeared that this target temperature was most likely not pulling from the device/csv but instead perhaps was a mistake with the epic build out. No resolution as of yet. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.